Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that navigation system was not connecting to the imaging system. No patient was present at the time of the event. Additional information was received stating that the site had to use a completely different system in order to continue. Additional information was received stating that the reason for the disconnection was because the system was transported to a different site and the ip settings were changed and never reset.